Event description:
The pt had an ams monarc sling implanted on (B)(6) 2004. It was indicated that the monarc sling was removed on (B)(6) 2009. Info rec'd indicated that the sling "caused harm and required removal (of sling) and removal of scar tissue both internally and externally in 2011." It was also stated that "this product caused chronic health issues for the past seven yrs."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.